Event description:
It was reported via repair work order that the bed had reduced brake force due to the foot left caster stem being broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.